Event description:
It was reported, the reprocessor was being used with too much detergent in the pre-cleaning/bedside on the scopes. The facility staff was wiping down with intercept and then washing in the sink with prolystica and then placing the scope in the reprocessor using endoquick detergent. Which caused the control head to build up residue. Reportedly, the customer has switched the enzyme/detergent they used, prior to placing the scope into the processor. And still have spots on the scopes. The issue occurred, during reprocessing. There were no reports of patient involvement or harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: it was possible that the user used too much detergent during pre-cleaning. The event can be prevented by following the instructions for use which state: chapter 6 reprocessing operations 6.2 precleaning, leak testing, and manual cleaning modified precleaning and manual cleaning immediately after each patient examination, perform the bedside-precleaning and manual-cleaning procedures for the endoscope as described in the endoscope¿s reprocessing manual, but with the modifications described in this section. This section describes: 1) how certain steps performed at the bedside can be performed using less fluid volume, and using water in place of detergent. 2) how the manual steps for brushing the channels and the elevator (if applicable), and for cleaning the outside surfaces of the endoscope are unchanged. 3) how the requirement to connect certain flushing tubes, and the need to manually flush detergent and rinse water through the channels can be omitted. Olympus will continue to monitor field performance for this device.